Event description:
Update medical records reviewed. Primary procedure notes (B)(6) 2017 indicate the patient received a left reverse shoulder total arthroplasty due to chronic left shoulder fracture dislocation. Procedure was completed without complication noted by the surgeon. Operative notes (B)(6) 2017 indicate the patient received a revision of left reverse total shoulder arthroplasty due to dislocated left reverse total arthroplasty. Indications for procedure reveal the patient arrived for follow up evaluation without the brace that was prescribed, it is indicated that the patient had been mobilizing and using her arm. Though the patient did not present clinical signs of complication, x-rays revealed a dislocated reverse total shoulder arthroplasty; revision was indicated. Intra-op findings include: there was a large effusion present in the shoulder and the prosthesis was essentially right under the deltopectoral interval and almost eroding through it. There was a large amount of fibrinous material in the shoulder joint, some as sent for cultures and for frozen section. Upon exposure of the proximal humorous, the stem was noted to be loose. The glenoid component was well fixed. Adhesions were noted. The procedure was completed without complication noted by the surgeon. Operative notes (B)(6) 2017 indicate the patient received a explantation of left reverse total shoulder arthroplasty with left shoulder cta hemiarthroplasty. Procedure notes reveal upon incision there was a hematoma identified. Humeral stem was stable. The glenoid component was also well fixed, however, due to the loss of soft tissue restraints and repetitive dislocations it was felt that removing the glenoid component as well as the construct as a whole was indicated. Procedure was completed without complication noted by the surgeon. Updated (B)(6) 2017.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address dislocation due to caregiver removing shoulder sling prior to prescribed time frame. Pt is under the care due to mental illness and thrashes around. Upon gaining exposure dr began to remove the cup and the cup ephysyes and stem construct came out all in one piece. It also states patient had loosening of the porocoat standard stem 8mm sz left epiphysis/ retentive humeral pe cup 38 +6r and the medullary canal at the bone to implant interface.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.